Event description:
Boston scientific received information that high pacing impedance measurements were detected on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead through the remote monitoring system. The patient was to be checked at the clinic for lead testing and for an x-ray to check for lead fracture. No adverse patient effects were reported. The device and lead remain in service. Additional information reported that the patient presented for a follow up, during which manual measurements were obtained and box manipulation were done. An x-ray was also taken. All results were found to be satisfactory; hence, the patient was returned to normal follow ups. Both products remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that out of range pacing impedances measurements were once again reported though the remote monitoring system. Boston scientific technical services (ts) discussed possible root causes of the reported ongoing issue. At this time this system remains implanted and will be monitored. No adverse patient effects were reported.